Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, ubd: unknown, UDI#: unknown. Work order completed: a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced, and the system then performed as intended. Codes b01, c13 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart monitor did not display an image. The camera cart displayed the correct image. Additional information was received. The manufacturer representative (rep) called in to report that the main cart monitor softkeys were not working but when trying on the camera cart monitor, the softkeys did work. The rep confirmed the led (light emitting diode) light illuminated when pressing each soft key and the power softkey was confirmed to be working. The rep called back to confirm that the cutout in the bottom of the original monitor did illuminate when pressing the softkeys but the rep was unable to get softkey menu to pop up. It was confirmed that the rep was doing the correct pattern. The rep swapped the original monitor to a known working main cart and was still not getting video. The known working main cart monitor on the original main cart displayed regular video. Technical services (ts) confirmed that the original monitor was a gen 4. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown. H3, h6: the system was serviced in the field by a medtronic representative. The surgeon monitor was the hardware that was replaced. Previously reported codes b01, c13 and d02 are applicable. The returned monitor was analyzed. The returned monitor does not display an image when connected to a known good computer. The medtronic splash screen was displayed at power up, then the monitor display goes blank. Code c02 and previously reported codes b01, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.